Manufacturer narrative:
The insulin pump was received with constant pump error alarm due to moisture damage at electronic assembly and motor assembly. The insulin pump was received with minor scratched lcd window, scratched case, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment and missing display window cover. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported via phone call that the insulin had a pump error alarm. The customer¿s blood glucose level was 12 mmol/l at the time of incident. It was reported that they were unable to complete insulin pump rewind. The insulin pump was returned for analysis.